Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up during a case, and after rebooting the system some patient images were missing. There was no patient injury or death reported.